Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient also reported being pregnant. At the time of contact with dexcom technical support, there was no report of any medical intervention or injuries.